Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was on june 16th the patient noticed they were hurting and they were wondering if it was humidity or arthritis so they looked at their controller and the intensity settings were all down to 0.0 on every part of them. The patient met with their representative on friday june 20th who did all the settings. Last night before they went to bed they had ramped up the numbers on group c and they felt comfortable but this morning when they got up they checked the intensity on both groups a and b settings were back to zero. Pts rep said to call patient services. Patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information received from the manufacturer representative reported that the patient may have changed the intensity settings while in adaptive stimulation. Further education was done and adaptive stimulation was disabled for some programs so the patient could manually adjust the intensities. Adaptive stimulation was also reset to make sure it was accurate and the patient was happy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.